Event description:
Resistance was felt when the handle was turned. The user could not get the bands to fire. The hosp has been using the device for over a year. An upper gi scope was used and the procedure was completed using injection. When the ligator was dismantled, the bands fell off in a clump.